Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with an implantable cardioverter defibrillator (ICD) developed blood clot in the lungs. Also, the patient received unnecessary shocks. The implantable cardioverter defibrillator (ICD) device remains in service. No additional adverse patient effects were reported.